Manufacturer narrative:
Date of report : 19jul2019, date rec¿d by MFR :01may2019. There was no on-site evaluation by the manufacturer - this event was addressed on-site by the customer. The customer reported a calibration of the touchscreen assembly resolved this event. No failures were generated, and the device was returned to service without further issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date not specified. Date of report: 01may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit touchscreen was inaccurate. Customer stated they also saw alarm message of low oxygen (o2) supply pressure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.